Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient with a right distal femur fracture was implanted with a plate and screws on (B)(6) 2013. Follow-up x-rays taken indicate two screws broken, the construct loosening and loss of reduction. The patient was returned to the operating room on (B)(6) 2014 for removal of hardware and unknown revision. This report is 5 of 11 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This medwatch is being rescinded. The complaint was reviewed on 2/4/2014 and event does not meet the definition of an MDR reportable event. The screw was not likely to result in patient harm or the need for additional medical or surgical intervention, the screw was received intact on (B)(6) 2014.